Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited no capture at maximum outputs when patient went in for a routine check. The lead was reported to be dislodged. An rv lead revision was scheduled. Additional information received which indicated that an x-ray was performed and found out that some of the lead was slacked and had pulled back but the tip was in place. The clinic determined it to be a microdislodgement. Further, the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.